Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/29/2021. H.6. Investigation: one photo and seventy-five (75) samples were received by our quality team for evaluation. From the photo, catheter damage could not be observed as the photo was too blurry for evaluation. One actual used sample and seventy-four (74) representative samples were received. The used sample was subjected to visual inspection to check for catheter damage. The catheter tip was observed to be swollen. The representative samples were subjected to visual inspection to check for catheter tip integrity and catheter penetration and drag tests to check for catheter penetration force and drag force. All samples passed the visual inspection with no catheter tip damage observed, and the catheter penetration force and drag force were within product specification. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the returned actual sample, the catheter tup appeared to be swollen. However, when rubbed, the swollen part was a coating of clear, gel-like liquid substance. Upon the coating removal, no catheter damage was observed. The liquid substance is most likely a result of excessive lubricant deposit on the catheter. The excessive lubricant most likely occurred during the catheter tipping process, when additional lube was applied to the catheter tip during the set up.

Event description:
It was reported that 200 bd angiocath¿ plus IV catheters were damaged/deformed. The following information was provided by the initial reporter: "it is said that it does not insert smoothly when the user inserts it due to catheter tube malformation.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd angiocath¿ plus IV catheters were damaged/deformed. The following information was provided by the initial reporter: "it is said that it does not insert smoothly when the user inserts it due to catheter tube malformation."